Manufacturer narrative:
E1: reporting institution phone#(B)(6). E1: reporter phone#(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the non-invasive blood pressure reading was displayed as 50mmhg too low; therefore, medication was administered to increase blood pressure. It was indicated there was no harm to the patient.